Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the first diagonal branch. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.